Event description:
It was reported that premature battery depletion was observed. The device will be replaced when the device reaches eri. The patient is fine and will be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer report 2938836-2015-27101, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).